Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the motors errors, powered down without any notification. It was reported that the up button sticks and won't give insulin have to hit a certain way. It was reported that they had unexplained no delivery alarms and random alarms. The insulin pump will not be returned for analysis.